Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during the priming step of peritoneal dialysis therapy. During troubleshooting, it was found that the patient connected to the set up before the patient line was completely primed. The technical services representative (tsr) reviewed proper procedure and advised to start over with new supplies. It is unknown how the patient would complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of air in the patient line, where the line was not properly primed. An improper prime is a use error known to cause this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.